Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was a cable failure. The exact cause of the cable failure could not be specified but it is likely the cable twisted and became disconnected. The event can be prevented by following the instructions for use (IFU) which state: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for use, the camera head had presented with a color tone issue. The intended procedure was completed with a similar device. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the cable unit was defective, resulting in a loss of image on the display. This report is to capture the reportable malfunction of the missing image noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: water tightness loss due to a defective cover unit, and dirt was found in the cover unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.